Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007 for the treatment of stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00730. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure on (B)(6) 2007 for the treatment of stress urinary incontinence. The patient experiences vaginal pain, bleeding, pain and burning in the buttock area, pelvic pain, pain walking and the need for multiple tests, medications, and medical intervention.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.